Event description:
It was reported that the patient's impression of sound gradually became worse and worse until he had hardly any speech understanding at all. Technical checks of the implant did not show anything unusual or any malfunction.

Manufacturer narrative:
The device has been explanted and has been returned to where it will be evaluated. When available, a device analysis will be submitted as a follow-up report.